Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg36-j10ur-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the insertion flexible tube (ift) coating damage, the air/water channel clogged, the lg prong corroded, the air/water nozzle missing, the root brace rubber cut, the remote control button(1) cut, the us connector body loosened, and the lg prong top worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.